Manufacturer narrative:
Device evaluation: one sample was received for evaluation with lot number 0001044498. The sample was visually inspected and no issues were found. Additional the device was submitted to a functional pressure test. The sample was found to be within specification. A device history record review was completed and no issues were found. Based on the investigation results the issue reported could not be confirmed.

Manufacturer narrative:
Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed or if additional information is obtained. (B)(4).

Event description:
Customer reported that the ¿anesthesia md was effectively bagging the patient with the mapleson while transferring patient from induction room to mr-5 when the mapleson stopped working. The bag /valve would not work (blow up the bag) and we could not get a breath to the patient. After a few failed attempts, anesthesia md was able to get a few breaths in with "plugging" the blue valve with her finger while the (B)(6) nurse ran to get a new mapleson. Harm to the patient was not reported¿.